Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the pt stated they need to get a list of physicians because their urologist, who they had an appointment scheduled with in 2 weeks, up and left and there is nobody to take their place. Pt stated they had a complete turn around with the device and is now no longer having control. Pt stated they used to get 95% control. Pt stated they went into a walk in clinic and were diagnosed with a uti so they are starting on medicine for that today. Pt stated they were unsure if the change in therapy is due to the uti or because of other therapy issues. Troubleshooting was unable to be performed. Troubleshooting went to assist pt with communicating with their implant to see what the device status was, however, the handset had not been charged and was showing at 0% when plugged into the charging cable. The caller was redirected to charge up both communicator and handset and call back to continue troubleshooting. Additional information was received from the patient. They stated they have not received the email with listings. Resent listings and reviewed some doctor names /numbers during the call. Patient services offered and worked with the patient to increase stim during the call, they confirmed it was comfortable and will try it there. They said they have an appointment in 3.5 weeks with the pa and rep but will try finding another doctor with a sooner appointment. Additional information was received. The patient called back and repeated information that was previously reported and documented. The patient found a healthcare provider (hcp) and has an appointment on august 8th and another one on august 31st. The patient is back on antibiotics. They attempted to connect to the implant but were not successful. The patient thinks the ins might have moved and are concerned the ins may need to be changed. They haven't had any falls or trauma. However, they have started golf and physical therapy. The patient was not able to connect but will ask their spouse to assist when they return and will call back to resume troubleshooting.